Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site was becoming painful. The patient underwent a revision procedure wherein the ipg was move superior and in addition replaced with a new ipg. The patient was doing well postoperatively. The explanted device was not returned per facility policy.